Manufacturer narrative:
The employee subject of the reported event was in the process of removing a sterilant cup from their system 1e when sterilant dripped onto her exposed arm and under her glove. The operator washed the affected area and left work for the day. The employee has since returned to work. A steris field service technician arrived onsite, inspected the system 1e, and replaced the thermal reset switch. The technician ran two diagnostic cycles and a processing cycle. No issues were noted. The unit was returned to service. Section 1 of the system 1e operator manual states, "caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Steris has conducted in-service training regarding proper handling of s40 cups and sterilant with the user facility; no additional issues have been reported.

Event description:
The user facility reported an employee sustained a burn from residual sterilant after a processing cycle faulted. No report of procedural delay or cancellation. The user facility reprocessed the scope involved.